Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to reoccurring incontinence. It was added that the physician tried to trouble-shoot by cycling the device.